Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the clinical diagnosis to drug side effects.

Manufacturer narrative:
(B)(4) was used for dry mouth.. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt 25 mg/ml for a total dose of 6.644 mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2016 the patient was having auditory hallucinations, dry mouth, speech hesitation, and anger issues after last refill increase. Intervention included medical or non-surgical therapy where the pump was decreased to minimal rate on (B)(6) 2016. The outcome of the event resolved without sequelae on (B)(6) 2016. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (prialt) was related and the drug action that caused the event was an increase in the dose. The event date was (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider via a clinical study reported the cause of the patient's symptoms was increased dose. The patient' baseline weight was (B)(6).